Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a 22mm amplatzer amulet was selected for implant. The landing zone measurements were 12,18,18,21. Transesophageal echocardiogram (tee) was used to size the device. During implant, multiple recaptures were reported. Once close criteria was met and tension test was performed, the amulet was released. The shape of the amulet at implant was tire. No leak was observed around the amulet. Then, fluoroscopy showed that the device shifted proximally, but never dislodged from the appendage. Tee confirmed that the amulet no longer met close criteria and stability was compromised. The amulet was retrieved using a raptor grasping tool and a non-abbott steerable sheath. The patient remained hemodynamically stable throughout the procedure. No device was ultimately implanted. The patient was reported to be in stable condition.

Manufacturer narrative:
An event of device migration during the implant was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. There were no complaints associated with any other devices from the lot. It is possible that procedural condition and challenging anatomy could have contributed to this event. However, this cannot be confirmed. The reported unexpected medical intervention of removing the device was a result of case-specific circumstances as the device was scheduled to be snared. There is no indication of a product quality issue with regards to manufacture, design, or labeling.